Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the double seal pumps I, o, and c (dip, dop, dcp) and reagent 1 pump seal. The cse also performed a wash 2 and ran a precision test. System was fully operational upon departure. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated carbon dioxide result was obtained on an advia 1800 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and again on an alternate advia 1800 instrument. The repeated result from the alternate advia 1800 was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated carbon dioxide result.